Event description:
A patient inadvertently received a burn from the bovie to the right buccal mucosa secondary to a break in the insulation of the monopolar bovie. The burn was superficial and noted as minor. The patient was having a tonsillectomy and the patient's teeth may have contributed to the insulation breakdown. It is unknown if the insulation was intact prior to its use. ====================== health professional's impression======================the insulation broke down causing the equipment to arc.